Event description:
Procedure type: sigmoid resection. According to the rptr: the circular stapler fired and cut w/o a problem. After removing the device, it was noted that the anastomosis was not stapled. The stapler was excised from the tissue. Due to tissue injury and loss, an ileostomy was performed. There was no add'l blood loss of greater than 500ml. The surgery time was extended by more than 30 mins. The pt also had a re-operation for an evisceration of the ileostomy, and required an extended hospitalization of 27 days.

Manufacturer narrative:
(B)(4).